Manufacturer narrative:
Device evaluation of monitor sn (B)(6) is underway. The reported problem (cannot run testing) has been confirmed. Upon investigation the monitor failed incoming testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. Device evaluation of monitor 07022915 has been completed. The downloaded flag data confirms the reported failure of incoming testing due to delivering 0 j pulses. Upon investigation, there appears to be ingress of some unknown fluid. Fluid ingress can contribute to a failure of incoming testing. In the investigation, no pulse abnormalities were observed. The zero joule pulse issue was not reproduced; so a root cause was unable to be determined. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (cannot run testing) has been confirmed. Upon investigation the monitor failed incoming testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to complete incoming functional testing.